Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical prdducts: 5071-53, implantable pacing lead, 2013-(B)(6); sesr01, implantable pulse generator (ipg); 2013-09-(B)(6).

Event description:
It was reported that two implantable pacing leads encountered no capture due to patient exit block. Both leads were capped and replaced. No patient complications have been reported as a result of this event.